Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Bluetooth telemetry was restarted and functionality was able to be restored. There were no patient consequences.

Manufacturer narrative:
The reported event of an inability to interrogate using ble and a loss of remote monitoring was confirmed. Analysis of device diagnostics determined a communication issue was noted. The firmware of the device is susceptible to memory corruption and requires an update. It is suspected that the device exhibits memory corruption, causing ble telemetry issues. No further anomalies were detected.